Event description:
Reportedly, access was difficult, and the eventual anastomosis was 1.5 cm above the anal sphincter. A pi30 was applied to the rectum beneath the tumor and the rectum was washed out. The ta45 3.5 sulu was replaced with the 4.8 sulu and applied beneath the pi30. The retaining pin was manually seated. The registrar then squeezed the handles once for what appeared to be a full stroke; then a second firm squeeze was deployed and the handles appeared to be in a locked back position. The tissue was transected and the instrument was opened and removed. It was seen that the instrument had not fired, so a manual purse string was applied and a side to end anastomosis was completed. Prof then fired the ta45 on the proximal colon to ligate a redundant loop and the instrument with the same "non-fired" sulu worked perfectly. The surgeon had to spend at least an extra 45 minutes on the operation.